Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having a "faulty" lead. The patient reported received a shock 2 weeks after implant, was out of breath a lot and wasn't pacing. Follow up with the physician indicated that the patient had intermittent t-wave oversensing that was not able to be resolved by reprogramming. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.